Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: d7: is is unknown if this single-use device was reprocessed and reused. D9 additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that vertecem v+ cement kit had broken the blue handle and cement inside the mixer was observed to be hardened. Both fragments were observed in the visual evidence provided. Retain test was unable to performed by the vendor due to the lot number for further investigation was not provided. A dimensional inspection for the vertecem v+ cement was not performed due to post manufacturing damage. The broken condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces during the attempt to dispense the hardened cement as mentioned in the description of the event. Per the surgical technique vertecem v+ section 1. Prepare cement: hold the vertecem v+ cement kit upright and gently tap with the finger tip at the top of the mixing device in order to ensure no cement powder sticks to the cartridge and transportation lid. Precaution: during preparation, mixing and injection, always hold the mixing device by gripping the blue tube section located directly below the transparent cartridge. If the transparent part is held, the body heat provided by the users hand might speed up polymerisation and decrease the working time of the cement. Open the glass ampoule by breaking off its neck with the plastic cap 1. Place the opened ampoule in the ampoule holder in the vertecem v+ cement kit inner blister or on a flat, sterile surface. Hold the mixing device upright and make sure the blue handle is in its outmost position. Tap gently on its lid with your finger to ensure that no powder sticks to transportation lid or mixer walls. Remove the transportation lid from the mixing device and dispose of it. Pour the full content of the ampoule into the mixer and close it tightly with the separate mixing and transfer lid . Make sure that both mixing lid and the small sealing plug on top of it are securely tightened. Grip the mixer by the blue tube section. Start mixing the vertecem v+ cement by pushing and pulling the handle from endpoint to endpoint for 20 seconds (1¿2 strokes per second). Perform the first few mixing strokes slowly with an oscillating-rotating movement. Once properly mixed, the blue handle must be left in its outmost position. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the vertecem v+ cement kit would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -surgical technique guide vertecem v+ -vertecem mixer,mischer komplett (only the current revision was reviewed) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a spinal fusion for compression fracture with vbs on (B)(6) 2024. In the preoperative meeting, it is decided not to use a stent. In the surgery, the surgeon drilled with a trocar, then inflates the balloon. At the stage of inflating the balloon, the nurse began mixing the cement in question, but due to her unfamiliarity with the process, it took about a minute to mix it sufficiently, and the surgeon mixed it for an additional 30 seconds. In 8 minutes, 5 of 2cc and 2 of 1cc were obtained. When dispensing the next 1cc, the cement had hardened considerably and the handle of the cement kit broke off. The cement was injected 4cc on each side, but the surgeon pointed out that he wanted to put in a little more. The surgery was successfully completed. The patient status/outcome reported as stable. This report is for one (1) vertecem v+ cement kit this is report 1 of 1 for complaint (B)(4).